Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found damaged components that could have contributed to the cable breaking. The conductor insulation is damaged and potential fragments missing. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wires insulation at the yaw pulley. There were fragments missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The grip cable is frayed. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no fragments were reported to have fallen into the patient. The customer could not provide any other information.